Event description:
It was reported the camera head malfunctioned and noticed the ¿image sometimes looks bluish¿. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Device evaluation found the reported issue was not reproduced. However, evaluation found the free lock lever has corrosion, scope mount has corrosion, and degradation of image capture (flexible discoloration). Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head malfunctioned and noticed the ¿image sometimes looks bluish¿. The issue occurred during an unspecified procedure. There were no reports of patient harm.